Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips for evaluation, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that within a minute, she obtained a difference of 3 mmol/l between the blood glucose readings obtained on the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.